Manufacturer narrative:
Medwatch field was updated.

Manufacturer narrative:
A specific root cause could not be identified. No further events were observed by the customer. As this was an isolated event and calibration and qc data was acceptable, there was not issue with the assay performance. Contamination of the sample probe which could cause carry over was a possible cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high chol2 cholesterol gen.2 result for one patient sample. The initial result was 525.1 mg/dl and was reported outside of the laboratory. The repeat result was 202.2 mg/dl. There was no allegation of an adverse event. The reagent lot number 250685. The expiration date was jan-2018. The qc was within the acceptable range.